Event description:
Pharmacist called for assistance checking the calibration of the device. After phone trouble-shooting it was discovered that the device did test the calibration but it was high out of range. The device was replaced and the defective one returned for investigation.

Manufacturer narrative:
None